Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown, and malposition.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and malposition. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.4., b.5., d.7., g.3., h.6.

Event description:
Healthcare professional additionally reported reason for removal as "exchange alcl concerns". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, d6a, g1, h4, h6.

Event description:
Healthcare professional updated left side capsular contracture to baker grade ii.